Event description:
Consumer claims to have been pierced with inverness ear piercing system on 04/14/1998. Approximately one week later the piercing site became swollen and tender. Patient sought medical treatment on 04/22/1998, was hospitalized and given intravenous antibiotics. Patient was discharged 04/25/1998 and given a prescription which was never filled.